Manufacturer narrative:
The device has not been returned. A product analysis has not been completed.

Event description:
It was reported that the customer used an aps electrode with the nim system, but didn't get any response or signal. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates one opened sample of part number 8228053 from lot number 0209025112 was received. A microscope and multimeter were used to evaluate the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the assembly shall be less than 25 ohms end to end and the actual reading was 11.8 ohms which is in specification. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.